Manufacturer narrative:
Height: (B)(6). (B)(4). Based on the available information, this event is deemed to be a serious injury. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on october 18, 2016. (B)(4). Not returned to manufacturer.

Event description:
End user initially reported on 07/19/2016 that she has experienced weeping, itching and burning rash under the wafer on and off. She saw an ostomy nurse a while ago who thought it might be the adhesive tape. The end user has not discontinued product. End user reports this has spread outside of the wafer to much of abdomen. Additional information was received on 10/13/2016 in which the end user reports receiving two (2) prescriptions for this event: prednisone by mouth and a methylprednisolone injection.